Event description:
It was reported that noise was observed on the rv lead. It was noted that the physician determined there was a potential issue with the pace/sense portion of the lead. No further information is available.

Manufacturer narrative:
.